Event description:
The user facility reported that during an therapeutic wrist arthroscopy procedure, the trocar tube (subject device) did not fit properly to the cannula and metal shavings were identified to have fallen inside the pt's wound. The metal shavings were removed from the pt's wound by unk means. The procedure was completed using the same equipment. There was no pt injury reported.

Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. If the device is received at a later time, this report will be supplemented. This report is being submitted as a medical device report in an excess of caution.